Event description:
It was reported that the insulin pump had physical damage. Customer reported the plastic around the reservoir was getting worn out and black circle fell apart. Customer's blood glucose was unknown. Nothing further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.